Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in hospital after receiving several shocks. Upon interrogation, it was noted that the vf episodes were caused by noise on the ventricular channel. The lead also exhibited low impedance. The lead was capped and replaced. The patient was in good condition following the procedure.